Event description:
On (B)(6) 2008, boston scientific corporation was informed that during a colonoscopy, the first resolution clip device opened, but would not close. A second of the same device was used and the clip would not release. A third of the same device was used to complete the case without any pt complications. Pt is "fine." Note: this is the first report of two related complaints. Please refer to MFR # 3005099803-2008-06818.

Manufacturer narrative:
These codes were selected by the manufacturer based upon info obtained from the user facility. (B)(4).